Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, who reported that the glare is unresolved despite medical management miotics, tears and glasses. The use of miotics and an iol exchange were unplanned.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported that following an intraocular lens (iol) implant procedure the patient experienced glare that caused in inability to perform activities of daily living. Approximately, five months later, the iol was exchanged for a different lens model due to glare and aniseikonia. Additional information has been requested.